Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot tests were performed and passed. Functional test was performed and passed all relevant tests. A manual "try it" test in vibrate mode was performed and passed. An internal visual inspection was performed and passed.the vibrator motor internal resistance was measured and is within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction I s required.